Event description:
The facility's biomedical tech reported an infusion pump that did not deliver, found during biomed testing. Upon evaluation, the baxter service tech reported the device. Underinfused during testing. The hosp rep stated they have no record of any pt incident involving the pump, since the last baxter service event.

Manufacturer narrative:
The customer's reported condition of non-delivery was not confirmed or duplicated. The condition of underinfusion by -36.69% was found. The device is awaiting additional evaluation. Once further evaluation is completed, or if additional info is received, a follow-up report will be filed.